Event description:
Information was received from a patient's (pt) representative (pt rep) regarding external devices. It was reported that there was difficulty charging the implanted neurostimulator (ins), said the external devices had trouble locating the ins. Pt was on call as well and said the issues began about 3-4 weeks, or a month ago; pt rep said about may 1st. They stated they took the li battery out of the controller a couple times to reset and took 45 minutes just to start charging. Pt rep reported they had seen 'no device found' and explained seeing what patient services (ps) understood to be passive recharge mode (prm) with connectivity numbers in the high 90's, but they thought those were battery percentages and were confused why they weren't able to progress to normal charge screen. Another error that had come up was 'system problem: rm04' (but only once). Ps had them examine equipment for damage; they confirmed no visible damage to the controller or recharger (rtm); pt said the pins on rtm looked like they may be a bit discolored/brassy. Pt rep mentioned the battery compartment door had broken when they were trying to reset controller and mentioned never seemed to have fit quite right after being replaced in past (see case (B)(4) - battery was replaced, and pt may not have swapped doors). When ps asked, pt confirmed that rtm had been getting very hot to the touch when trying to recharge the ins (confirmed they weren't physically burned). The issue was not resolved through troubleshooting. Pt asked and ps reviewed information about li battery draining without delivering as much charge to ins was likely because of rtm issue; pt confirmed controller still charged to 100% from ac power. A replacement rtm and battery cover door were requested.

Manufacturer narrative:
Concomitant medical product: product ID 97755, serial# (B)(6), product type recharger. Product ID neu_unknown, serial# unknown, product type unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.